Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient missed a refill and in (B)(6) 2015 the personal therapy manager (ptm) code 8286 (empty pump) occurred. The patient was due for a pump refill. It was reported that the alarm had not been heard. The patient experienced sudden pain in the legs. Additional information received from a hcp reported the pump was refilled on (B)(6) 2015. The empty reservoir issue and leg pain resolved.